Event description:
It was reported that the system 9800 displayed low ma errors. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x-ray tube was defective and was replaced. The system was fully calibrated. It was further found that the footswitch was defective and a replacement was sent. The system was tested and found to be working as intended and placed back into service.